Event description:
A case of aspergillus flavus keratitis. This case was initially culture (-), did not respond to antibiotics, was treated with antibiotics, antivirals and corticosteroids. Two weeks later the pt came back and cultured positive for aspergillus.